Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced the same day as implant because of loss of capture. There seemed to be an issue with the helix. There were no adverse patient events reported. The hospital retained the device. Should additional information be received, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, electrical and mechanical inspection. During the visual inspection, a bent is-1 connector pin was observed. The subsequent root cause analysis indicated that mechanical forces applied during the surgery should be taken into consideration. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. In summary, the is-1 connector pin was found deformed, which resulted most likely from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.